Event description:
It was reported to covidien in (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the pt was transported to a CT-scan. The nurses realized that the catheter was broken on the connection side by the silicone. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.